Manufacturer narrative:
The lot number was provided, and a lot history review was performed. The device was not returned for evaluation. Therefore, the reported malfunctions are inconclusive. A root cause has not been determined. The device(s) was/were labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model atg120204 pta balloon dilatation catheter experienced a deflation issue and material rupture. This report was received from one source. This event involved one patient with no patient consequences. The patient was a 21 year old male, weighing 150 pounds.

Manufacturer narrative:
One device was returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model atg120204 pta balloon dilatation catheter experienced a deflation issue and material rupture. This report was received from one source. This event involved one patient with no patient consequences. The patient was a (B)(6) year old male, weighing (B)(6) pounds.